Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that needles leaking. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is unconfirmed as the problem could not be reproduced. Ten 20g x 0.75 in safestep infusion sets were returned for evaluation. An initial visual observation revealed all samples were unopened/sealed and appeared to have indents in the adhesive application site. A microscopic observation revealed bubbles within the needle housing for all samples. A functional testing of pressurizing and flushing the infusion sets with water was performed, and no leaks were observed in any of the samples. The reported issue could not be reproduced, as no leaks were found in the infusion set during testing. This complaint will be recorded for future trending and monitoring purposes.